Event description:
On (B)(6) 2020, the lay-user/patient¿s spouse contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service agent (csa) documentation. The reporter stated that on the evening of (B)(6) 2020, the patient measured his blood glucose with the subject meter before going to bed and obtained an alleged inaccurate high result of ¿313 mg/dl.¿ the patient manages his diabetes with a combination of novolog insulin on a self-adjusted dose and oral medication (januvia and metformin). In response to the elevated result, the reporter claimed the patient took a shot of insulin and woke up a couple of hours later at 1:00 am feeling ¿weak, sweaty and can barely walk;¿ symptoms he associated with low blood glucose. The reporter claimed she gave the patient glucose tablets and sugar to raise his blood glucose. The reporter claimed the patient was still ¿sweating and not feeling good¿ and when the patient¿s blood glucose was measured with the subject meter, results of ¿73 then 88 mg/dl¿ were obtained. No other device was used for testing. During troubleshooting, the csa confirmed that the unit of measure was set correctly on the subject meter. The csa noted that the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking insulin based on an alleged inaccurate high result obtained with the subject meter.